Event description:
Surgery revealed disassociation of metal backed patella and metal wear. Femoral component showed wear in the distal and black poly area. The patella, femoral component and black poly articulating surface were removed and replaced.